Event description:
Pca machine would deliver 1 dose of medication after changing syringe, but no others. Removed syringe and reinserted, reset programming, and had another nurse review without improvement.